Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the patient medication and room no not showing on station. A technical support specialist (tss) dialed into the application server and successfully signed in to the es webpage without any issues. Ran the downtime query and confirmed everything was functioning properly. Called the user to check if the issue persisted or had been resolved. Customer confirmed that the hospital information technology team had resolved the issue. The system functioned as intended after the hospital it resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device did not crossed with patient orders. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device did not crossed with patient orders. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.